Event description:
The customer reported the unit will not charge the battery. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit will not charge the battery. There was no reported pt involvement. The third party field service engineer evaluated the device and ac power module and found the ac power module connector was pulled out and had a broken wire. The ac power module was replaced and resolved the issue. The device passed all performance assurance testing and was returned to use.